Event description:
It was reported the pt experienced generalized weakness on the left side of her body post permanent scs system implant. CT imaging showed normal scans. The physician explanted the entire system the following day. The pt continues to experience the symptoms and is being monitored closely.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.